Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. Two watchman flx laa closure device with delivery system (wds) were used during the procedure. Implantation of a 30mm closure device was attempted but due to the chicken wing morphology of the laa it was unsuccessful. The 30mm device was exchanged for a 24mm closure device which was implanted and released. Three minutes after placement the device was observed via transesophageal echocardiogram (tee) and fluoroscopy to be dislodged. A 25mm snare was introduced into the transseptal atrial sheath which was able to capture the closure device and retracted it into the sheath. The atrial septal sheath, snare, and closure device were removed from the patient and the procedure concluded. No patient complications were reported.

Manufacturer narrative:
Date of event: aware date used as event date is unknown.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. Two watchman flx laa closure device with delivery system (wds) were used during the procedure. Implantation of a 30mm closure device was attempted but due to the chicken wing morphology of the laa it was unsuccessful. The 30mm device was exchanged for a 24mm closure device which was implanted and released. Three minutes after placement the device was observed via transesophageal echocardiogram (tee) and fluoroscopy to be dislodged. A 25mm snare was introduced into the transseptal atrial sheath which was able to capture the closure device and retracted it into the sheath. The atrial septal sheath, snare, and closure device were removed from the patient and the procedure concluded. No patient complications were reported.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D1 brand name correction from watchman flx laa closure device and delivery system to watchman laa closure device and delivery system.